Manufacturer narrative:
Additional information: (return date). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (UDI#). Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed the syringe was connected to the valve and it was observed the cuff could be inflated and deflated and no restriction was observed, the sample was left inflated 2 hours according to process instruction and after this time no deflation was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device could not be injected with air at the time of the leak test. A second attempt also failed. Air could be injected on the third attempt but new tube was opened. The customer indicated there was no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.